Event description:
It was reported that the patient experienced pocket stimulation. The atrial lead exhibited noise and impedance less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal and proximal insulations were damaged and the proximal coil was broken from 28.6 cm to 29.4 cm from the connector pin. The damage sustained resulted in noise and a sensing anomaly. The damage sustained was a result of physiological factors (i.e.: rib-clavicle crush).